Manufacturer narrative:
Sex: unk. Weight: unk. Race: unk. Ethnicity: unk. Implant date: unk. Explant date: unk. Claim # (B)(4).

Event description:
The reporter indicated a 13.2mm micl13.2 implantable collamer lens, -10.00 diopter, was torn while loading. The lens was replaced with another same model/length lens. Additional information has been requested but none has been forthcoming.

Event description:
The reporter indicated a 13.2mm micl13.2 implantable collamer lens, -10.00 diopter, was torn while loading. The lens was replaced with another same model/length lens. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Sex: unk. Weight: unk. Race: unk. Ethnicity: unk. Implant date: unk. Explant date: unk. Claim # (B)(4).